Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s up and down arrow buttons were hard to press, did not react, buttons not consistent, tubing from infusion set gets below clip, causes air bubbles in tubing, customer not getting alarmed to show no delivery and permanent air bubbles in tubing that did not go away. Customer's blood glucose value was unknown. Customer did not want to be transferred to 24 helpline. The device will not be returned for analysis.